Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that the customer¿s pump received a button error alarm. Their blood glucose was 232 mg/dl. The customer was playing with a friend who sprayed them with a hose. The button error couldn¿t be cleared. They were advised to observe the time clock for one minute and the time didn¿t advance. The customer removed the battery and put in a new one. They monitored the pump for three minutes to verify if time clock worked but it did not and they stated that the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per their doctor¿s orders. The insulin pump is being returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Unit was monitored and time/date function properly. No frozen screen and no button error alarm noted. All buttons functioning properly. However, unit found corroded keypad traces. No moisture damage found inside the insulin pump. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, cracked reservoir tube, stained end cap sticker and cracked lcd window.